Event description:
It was reported that during a laparoscopic roux en y procedure, the device quit firing and there are clips still in the device. Another device was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Advancer. The analysis results found that one device was received empty and with the tissue stop out of position. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the tip of the advancer was found to be bent pushing forward the tissue stop causing that it loses its position. However, it could not be determined what may have caused this condition of the tip of the advancer. The batch record was reviewed and no anomalies were noted during the manufacturing process.